Event description:
A report was received that the patient developed infection at the midline incision site with symptom of swelling and redness. The patient was treated with oral antibiotics. The physician believed the infection was procedure related. The infection was resolved.